Manufacturer narrative:
Continued h.6. Health effect - impact codes: f1901, f1903. A review of the device history record has been completed. No deviations or non-conformances noted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts implantation in unknown eye. Postoperatively, patient experienced positive seidel, inflammatory response, and conjunctival injury. Several unspecified surgeries and conjunctival transplantation were performed but seidel was still present. Device removal was required for conjunctival recovery.